Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance was observed. When the device is moved under the skin, impedance increases within significant ranges. Episodes of noise and non-sustained ventricular tachycardia were not observed. Patient is not pacemaker dependent. Physician elected to not perform any device revision until noise is detected. Device remains implanted. No further information available.